Event description:
Pt experienced 3 separae problems with her pacemaker; battery failure, ventricular lead fracture and lead endocardial interface problems initially, but inadequate positioning was found for the ventricular lead. Battery failure not unexpected occurrence, reason for hospitalization.